Event description:
It has been reported that lyric device was removed after 12 wear days. Upon the removal the hcp observed significant redness of tissue, ear canal bleeding and retraction of tympanic membrane.